Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported by the customer that they received a damaged hls set. The sterile package was received with a hole in the top peel (tyvekcover), rendering it unsterile and unusable. The set was not used on a patient or with any other device. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported by the customer that they received a damaged hls set. The sterile package was received with a hole in the top peel (tyvekcover), rendering it unsterile and unusable. The set was not used on a patient or with any other device. No harm to any person has been reported. The affected beq-hls 7050 USA #shls set advanced 7.0 was technically investigated in the getinge laboratory on (B)(6) 2022 . The affected hls set was returned in a biotainer without the intelliack 1 (tray), the velcrostraps to fix the hls module, the inlet to secure the hls module and the outer carton box. The damaged tyvekcover was supplied loose in the biotainer. Upon visual inspection a hole with a diameter of 10,1 mm in the tyvek cover could be confirmed. During the investigation it was detected that the hole was not located directly over one of the hls modules' mounting tabs. Due to the fact that some packaging components were not returned therefore, the position of the hls module in the tray either the position of the velcrostraps could not be evaluated. Therefore, it is not possible to determined a exact root cause. Based on the position of the hole in the tyvekcover a possible cause could be a 180° reversed sealing of the tyvek cover on the intellipack 1. Based on the investigation results the reported failure "holes in tyvekcover" could be confirmed. The production records of the affected beq-hls 7050 USA#hls set advanced 7.0 with lot#3000205879 were reviewed on 2022-06-20. According to the final test results, all beq-hls 7050 USA#hls set advanced 7.0 sets with lot#3000205879 passed the tests as per specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
This complaint is part of the CAPA#626941 and all further actions will be performed within the CAPA.

Event description:
Complaint ID: (B)(4).